Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for not cooling, chiller temperature (t4) was 4.0 degrees, system has 7000 hours and was due for the 2000-hour preventive maintenance. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the tank seals found worn/torn.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Fault within the mixing pump head. Verified shaft rotation of motor. Installed test mixing pump to cool in decontamination. Serviced mixing pump. Missing power cord retainer clip and its hardware. Tank seals found worn/torn a 2000-hour pm was completed on the device. Added power cord and bracket. Replaced tank seals. As part of the pm, serviced circulation pump, replaced heater, evaporator outlet tube, double bend tube, heater, manifold o-rings, and drain valves. Replaced control panel coin cell due to age. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.